Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display issue. It was reported that the display screen text was displayed twice on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was missing pixels, distorting the view of the text. The faulty display was replaced with a test display, which functioned properly, indicating a failed display flex. Unrelated to the complaint, the battery compartment was observed to be cracked.